Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer inquired about the audio issue. The audio issue was confirmed during the call. The customer¿s blood glucose during the incident was unknown. It is unknown if the device will be returning for analysis.

Manufacturer narrative:
Insulin pump received with hardware low level failures in downloaded history. Broken trace noted at pin 1 of ambient light sensor. No audio/vibrate anomaly/absence of alarm confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, and force sensor test. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test and occlusion test due to missing retainer.

Manufacturer narrative:
Insulin pump received with hardware low level failures in downloaded history. Broken trace noted at pin 1 of ambient light sensor. No audio/vibrate anomaly/absence of alarm confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, and force sensor test. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test and occlusion test due to missing retainer.